Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump¿s battery compartment was cracked. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged battery compartment issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump was able to power on; however, the display was blank. The battery compartment was found to be cracked and evidence of moisture damage was in the pump.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.